Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, decreased appetite and dizziness. Current weight (B)(6) lbs. Patient undergo essure confirmation test on (B)(6) 2015 which confirms total bilateral occlusion. Previously administered products included for an unreported indication: depo provera from 2012 to 2015 and nuvaring in 2012. Concurrent conditions included overweight and vomiting. Concomitant products included ciprofloxacin, diazepam (valium), hydrocodone, ibuprofen, misoprostol (cytotec), paracetamol (acetaminophen) and promethazine. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea,"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pelvic area pain") and menometrorrhagia ("irregular heavy bleeding"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, female sexual dysfunction, headache, migraine, nausea, fatigue, dysmenorrhoea, weight increased and menometrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fatigue, female sexual dysfunction, headache, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported, (B)(6) 2016, now in current pfs it was reported as (B)(6) 2015. Insertion details: 4 coils noted right and left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea,abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs & mr received. Case was upgraded from invalid due to specified events. Reporter's information was added. Patient's demographics were added. Added event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dysmenorrhea (cramping), abdominal pain, fatigue, weight gain, irregular heavy bleeding, pelvic pain. Medical history, historical drug, concomitant condition, concomitant drug were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.